Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and associated device displayed pace impedances greater than 2500 ohms and high pace impedance measurements. It was reported that the patient was not likely benefiting from lv pacing so the lv lead was programmed off. The patient will be seen in clinic at a later date for follow up. There were no adverse patient effects. The system remains in service.